Event description:
The core impaction drill was sent for eval because it overheated and burned the pt on the lip during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No further info was provided by the account.